Event description:
Account said a patient fell out of his bed. He does not know of the patient injuries. He said the right intermediate rail would not latch. He said we would raise it up and it would not latch and fall back down. He did not know when the bed was last pm'ed.

Manufacturer narrative:
Technician stated that the account does not have a pm program and the beds have never been pm'ed. The account did not know when the alleged incident had occurred, and did not know what bed the alleged incident happened on. Tech inspected several beds and found the siderail latches would get stuck when contacting the latch pin. He lubricated the latch and resolved the issue. Account is putting a pm procedure in place and in-serviced the staff on listening for an audible click when latching the siderails